Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump time was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customers blood glucose level was 385 mg/dl.